Event description:
The clinic reported that a lasik pt was diagnosed with corneal actasia in the right eye approx 2 years following their lasik treatment. The post-op exam revealed corneal steepening and a loss of uncorrected visual acuity. There has been no loss of best corrected visual acuity. The latest pentacam examination performed approx three months following the initial diagnoses shows no progression of the actasia.

Manufacturer narrative:
An amo medical monitor reviewed the available pt data and indicated that it was not conclusive that this pt has corneal actasia. The pt has some corneal instability with refractive regression. No issues were reported to the equipment at the time of the pt's treatment. A preventive maintenance was conducted about a week after the event and the amo field service engineer replaced optics and performed alignments and calibrations. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.